Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole on the pebax with reddish material inside. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. (B)(4). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that no force values were displayed. A second catheter was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported no force values is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 15-dec-2021, pal revealed that a visual inspection of the device found a hole on the pebax with reddish material inside. This finding of a hole in the pebax is considered to be an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 15-dec-2021 and reassessed it as MDR reportable.